Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unspecified breast implantation procedure with saline mentor smooth ovl mlv 325cc breast implants and experienced bilateral capsular contracture baker grade unknown along with cancer and device migration on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor saline breast implants (catalog number 3501670, lot number 213380) and on (B)(6) 2000. This report is for the left breast prosthesis.